Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2013; d334trg ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis revealed non-physiologic oversensing. Beginning (B)(6) 2014, the short interval counts (sic) was 30 and non-sustained highrate (ns-hr) episodes with lead noise were noted. A lead integrity alert was triggered on (B)(6) 2014 for sic greater than 30 in 3 days and ns-hr episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and an alert was triggered for non-sustained tachycardia (nst) episodes and short interval counts (sic). The lead impedance was noted to be stable and the lead remained in use. It was later reported that the pocket was opened to inspect the lead for ongoing noise reproduced with pocket manipulation. The rv lead was explanted and replaced. It was also reported that the left ventricular lead had visible insulation damage. The lv lead was explanted and replaced. Additionally, the device seemed to have a sensing/detection problem so the physician requested a new device, and explanted and replaced the old device. No patient complications have been reported as a result of this event.